Manufacturer narrative:
(B)(4). Corrected h6 patient codes: 2199, 3191 - prolonged surgery. Additional information was requested and the following was obtained: how many minutes was surgery delayed to remove broken needle? 1 hour. What is the procedure date? (B)(6) 2020. What is the lot number? Mmbcptr0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patients current status?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2020. A manufacturing record evaluation was performed for the finished device mmbcptr0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue was being sutured when the event occurred? The vaginal parenchima was additional dissection required in other tissues other than the target tissue? If yes, please describe. No. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? No, the surgery time was increased due to an rx check. If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? There was not any patient impact no. What is the patients current status? We do not have information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/29/2020 additional information: d10, h6 additional h3 investigation summary: it was reported performance breakage needle. An opened box with nineteen unopened samples of product code vcp318h, lot # mmbcptr0 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes was surgery delayed to remove broken needle? What is the procedure date? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke inside the vagina of the patient. A radiologic intervent was necessary to remove the broken part. The surgery was delayed. There were no adverse patient consequences reported. Additional information was requested.